Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient was administered heparin prior to the procedure. Access was obtained via the right femoral artery using the 6fr non-bsc sheath which was in place from the angiogram. The 75% stenosed target lesion was located in the first obtuse marginal (om). A 2.5x15mm apex balloon catheter was advanced for pre-dilatation. The balloon was inflated to 6atms/19sec and 9atm/33sec. Next, a 2.75x16mm ion stent delivery system (sds) was advanced and the stent was deployed at 11atms/22sec. It was post dilated with the delivery balloon inflated to 15atms/25sec. There was 0% post procedural stenosis with timi iii flow. The patient received clopidogrel during the case. No patient complications were reported and the patient's condition was fine three days later, the patient had an st elevated myocardial infarction and arrived with a hematoma on the right groin. Access was obtained via the radial artery. Ivus confirmed that the om was 100% occluded due to subacute stent thrombosis. A thrombectomy catheter was used to remove the thrombus. Next, a 2.5x15mm apex balloon catheter was advanced and inflated twice to 8atms. An additional pass was made with the thrombectomy catheter. A 4.0x15mm nc quantum apex balloon was advanced and inflated twice to 14atms and twice to 20atms. Integrilin was administered during the follow up procedure. No additional patient complications were reported and post procedure timi iii flow was established. The patient's current condition is listed as fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).